Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error during basal. Customer's blood glucose was 168 mg/dl. The device was not dropped or bumped. The device passed displacement verification. Customer inserted a new reservoir and the issuer persisted during basal. Customer received replacement device. No further information reported.